Event description:
Patient reported capsular contracture, baker grade unknown, "shifting and feeling different lately", "size of a softball", "discomfort towards armpit" and "very hard". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, grade unknown. The reported event or events are physiological complications (capsular contracture, grade unknown), and device analysis typically does not help allergan determine the cause. Clarification to reported partial onset(b3) date: 2014.